Event description:
Customer reported: the switch cover plates are falling off of their respective pivot points, thus lying on the switches causing them to operate the assigned function without the manipulation of the operator. At times, both switches under the pedal will be activated, causing the controls to lock up.